Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer¿s blood glucose (bg) level was high, however, the exact value was not provided. Customer's bg was addressed with a correction bolus delivery. Reportedly, the customer was able to load a cartridge successfully.